Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured at 14 atms on the second inflation. The initial inflation was at 12 atms. The lesion being treated was a calcified, 99% stenotic lesion in a highly tortuous proximal right coronary artery (rca). The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as 'good'.